Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 27mm bioprosthetic aortic valve was explanted at implant to perform an aortic root replacement. The explanted device was replaced with a 25mm bioprosthetic valve. The patient expired on pod #1. Per medical records, this case involved a (B)(6) year old male with ischemic cardiomyopathy, recent mi, and chronic systolic heart failure. The patient was diagnosed with aortic insufficiency and ascending aortic aneurysm. A 27mm valve was seated without difficulty. After the cross-clamp was removed, there was significant bleeding coming from the base of the aorta. The heart was rearrested. There was a dissection and tear in the root. Given the tissue quality, the surgeon elected to perform an aortic root replacement. A 25mm valve in a valsalva graft was implanted. The patient was taken back to the cvicu in critical condition. Post operative tee showed moderately depressed left ventricular function, ejection fraction approximately 30%, good bioprosthesis function, and normal right ventricular function. The patient suffered a cardiopulmonary arrest in the ICU. During open cardiac massage, there was an injury to the right ventricle and the patient underwent repair of the laceration. The patient expired on pod #1.